Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl due to a bent infusion set cannula. The incident resulted from the customer's first infusion set insertion. They were assisted by their trainer in identifying and resolving the bent cannula issue. The customer was advised on proper infusion set insertion and usage protocol. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned or replaced.